Event description:
It was reported that the patient received an end of battery life message. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned. Additional information was received that the patient was a high energy user.

Event description:
It was reported that the patient received an end of battery life message. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.